Event description:
It was reported that during the procedure, the physician noted that the guidewire coating was peeling off outside the pt. There were no reported clinical consequences to the pt. The pt was reportedly in a good condition. No further info was provided.